Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device issue has been reported. It was reported that the procedure was to treat the mid to distal lad. Following pre-dilatation, a 2.75 x 23 mm xience v was implanted. At this time, a perforation was observed. A 3.0 x 16 mm graftmaster was chosen for treatment, but when the box was opened, it was completely empty. Without a substantial delay in the procedure, another graftmaster (3.0 x 12 mm) was used to successfully seal the perforation. The procedure continued by ballooning and placing a 2.75 x 23 mm xience proximal. A pericardiocentesis was performed at the end of the procedure, due to the amount of bleeding into the myocardial before the perforation was sealed. The patient was fine and was discharged two days post-procedure. It was stated, that there was no product issue with the xience, rather that a smaller stent should have been chosen. No additional event or patient information is available.

Manufacturer narrative:
The 3.0 x 16 mm graftmaster (part 12744-16, lot 377399), is being filed under MFR # 2024168-2009-00701.